Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
An article/literature was received entitled "epo4-106: acetabular revision arthroplasty by pinnacle gription revision cup, augments and chronos vivify allografts with prp/mscs", by s. Zanasi, published as an abstract in hip int 2016; 26 (suppl 2): s3-s55. The abstract was reviewed by clinician for MDR reportability. The author sought to evaluate the early effectiveness of the cementless depuy gription revision cup, in tandem with non-specified augments and competitor allografts and biological supplements. Results of the study demonstrated that pinnacle gription revision cups, facilitate reliable and reproducible biological fixation in acetabular revision surgery with excellent results. There were two revisions due to instability of the acetabular component. There were also two cases with paprosky type 3b defect that showed cranial migration of the acetabular component by 6 mm, but stabilised after six months. In a 2 to 3-year follow-up, 86% of the shells showed no radiolucent lines. Of 14 hips with postoperative radiolucencies, seven had cleared by the last follow-up, while one had increased lucency (none of the radiolucencies resulted in revision surgery). Any products pre-existing at the time of the placement of the revision cup were not identified. There were no product or lot codes, or patient case specific information provided for the study participants.